Event description:
During an initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. The a new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.